Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv10 device was observed leaking in the overpouch. It was not specified when this was observed. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample was discarded and will not be returned to baxter for evaluation. Therefore, the reported condition of "leaking into overpouch" could not be confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Should the sample and/or additional information be received, a follow-up report will be submitted.